Manufacturer narrative:
H4: device manufacture date - the lot was manufactured between (B)(6) 2023. Three devices were received for evaluation. Visual inspection on the returned samples via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. Based on the functional flow test result, the three infusor samples were determined to be conforming product. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused during infusion. It was observed that an unspecified volume of medication remained in the device after the expected therapy time was completed and had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.